Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient's right l5 lead had migrated. X-rays confirmed that the right l5 lead had migrated. As a result, the lead was explanted and replaced on (B)(6) 2019. Surgical intervention addressed the issue.